Event description:
It was reported that the left knee implant has been in increasing pain when the patient walks. It is concerned that it may be due to an allergic reaction to either the implant or the bone cement. A bone density test was done and it was determined that there were ¿pockets of blood on the implant¿ which may be causing the pain. A tendon release procedure was done, after which the patient's condition has gotten worse. No additional information has been provided.

Manufacturer narrative:
The devices, used in treatment, was not returned for evaluation and the reported event could not be confirmed. A clinical analysis confirmed that this is a patient reported complaint regarding knee pain status post primary surgery 2½ years ago. So far, four attempts have been made to obtain medical documentation to support this complaint. The medical investigation task will be closed for now until the information becomes available. Without supporting clinical/medical documents a thorough investigation cannot be performed. Should information become available this complaint can be re-assessed. At this time, we have no reason to suspect that the product failed to meet any product specifications at the time of manufacture. Factors and/or some potential probable causes that could contribute to the reported event have been identified as but not limited to traumatic injury, surgical technique, implant failure or design of device. Without the return of the actual product involved and no patient medical records, our investigation of this report is inconclusive. Based on this investigation, the need for corrective action is not indicated. No further investigation warranted for this complaint; however we will continue to monitor for future complaints and investigate as necessary. Should additional information be received, the complaint will be reopened. We consider this investigation closed.